Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, no sensing markers were seen on the electrocardiogram for the diagnostic device. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.